Event description:
This lv lead was implanted on (B)(6) 2009 and remains implanted at the time. A form stating that this lv epicardial lead plugged in rv port. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).